Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transplanted due to a driveline infection.

Manufacturer narrative:
No device-related issues were discovered during the evaluation of the returned pump. The explanted pump was returned assembled with the driveline cut approximately 1.5" from the pump housing and the severed portion of the driveline was not returned. The sealed inflow conduit (inlet tube, flex section and inlet elbow), the sealed outflow graft, the sealed outflow graft bend relief, and the sealed outflow graft bend relief collar were not returned. The outflow elbow was returned attached to the pump's outlet port. Prior to disassembly, analysis of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examinations of the pump's blood-contacting surfaces upon disassembly of the returned pump revealed no evidence of depositions or thrombus formations. The disassembled pump's bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing this file on this event.